Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient used the patient programmer (pp) and stated stimulation was off. The caller was not aware that stim was off. The caller was able to use the pp to turn the device back on. The ins showed 3/4 full and they were not sure why it turned off. The caller stated they saw the manufacturing representative (rep), pushed all the buttons, and said it may have been possible that he shut off the device but was unsure. The patient charged the recharger and would continue charging the ins. There were 8 coupling bars. The caller called back and was concerned that the pp was not working. It was showing an exclamation mark and an error. Troubleshooting was performed and the pp was working as usual. No symptoms were reported. No further complications were reported/anticipated.